Event description:
Device malfunction: failure to advance. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the carotid artery, the rx acculink stent delivery system would not cross the target lesion. The device was removed from the anatomy and the procedure was successfully completed using an xact stent. There was no adverse patient effect. The used rx acculink was first discarded in the trash and later removed to be returned to the abbott vascular. There was no additional information provided. During the device investigation, the hypotube was found to be separated. It is unknown as to when the separation had occurred.

Manufacturer narrative:
(B)(4). Evaluation summary: the rx acculink self-expanding stent system was returned with blood on the handle and no contrast visible. The stent implant was stationary on the shaft between the markers. There was no damage noted to the stent implant. The handle was in the locked position. These observations suggest that the device was prepped and entered in the patient body successfully, but the stent was not deployed. The outer diameter of the distal outer sheath met the manufacturing criteria. The hypotube was received separated 65cm distal to the strain relief tubing with ovaled fracture faces as if the hypotube was kinked prior to the separation. There was also a kink and four bends in the hypotube distal to the strain relief tubing. In addition, a small piece of the hypotube shaft was separated but still attached and appeared jagged. The tip and the inner member were intact. The cause of the hypotube separation, kink and bend is unknown. Though requested, patient anatomical data and information on the device condition after removal from the patient was not provided. There were no product deficiencies reported during inspection prior to use and preparation and no damage to the device or serious patient injury was reported after removal from the patient anatomy. It is possible that the observed damages on the returned catheter occurred during repacking and shipment back to abbott vascular for evaluation. The inability to cross or advance to a target lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, or accessory device support. To ensure this is not a product quality issue, the rx acculink catheters are inspected for any anomalies prior to being packaged. The available information and returned device evaluation did not indicate any product deficiency. It is possible that inability to cross the lesion was procedure related; however, a conclusive cause could not be identified for the observed damages on the catheter. A review of the finished device lot history record did not reveal any non-conforming material report which could have contributed to this event.